Manufacturer narrative:
Supplemental to report related manufacturer report numbers. Update to g4, h2 and h10.  Please reference related manufacturer report no: 2015691-2020-11669 and 2015691-2020-11670.

Manufacturer narrative:
Additional clarification: the date of the event(s) is unknown. No range of dates were provided in the article. For this reason, the date of accepted publication was used as the occurrence date.

Manufacturer narrative:
This is one of 3 manufacturer reports being submitted for this case. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results are inconclusive, as relative patient and procedural information was not provided, so the exact cause of the vascular complication is unknown. However, it could be related to the mechanisms described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Article reference: rogers t, greenspun bc, weissman g, torguson r, craig p, shults c, gordon p, ehsan a, wilson sr, goncalves j, levitt r, hahn c, parikh p, bilfinger t, butzel  d, buchanan s, hanna n, garrett r, buchbinder m, asch f, garcia-garcia hm, okubagzi p, ben-dor I, satler lf, waksman r. Feasibility of coronary access and aortic valve reintervention in low-risk tavr patients. Jacc cardiovasc interv. 2020 mar 23;13(6):726-735. Doi: 10.1016/j.jcin.2020.01.202. Pubmed pmid: 32192693.

Event description:
As reported through article, ¿feasibility of coronary access and aortic valve reintervention in low-risk tavr patients¿ lrt (low risk tavr) trial enrolled 200 subjects with symptomatic severe aortic stenosis to undergo tavr using commercially available thvs. In the lrt trial, 168 subjects received balloon-expandable thvs and had 30-day cardiac computed tomographic scans, of which 137 were of adequate image quality for analysis. Choice of thv was at operator and multidisciplinary heart team discretion, but most subjects received the balloon-expandable sapien 3 valve (edwards lifesciences, irvine, california).  There were four in hospital complications in the balloon expandable group: varc-2 major vascular complications (03/137), new onset atrial fibrillation (05/137), new permanent pacemaker (ppm) (05/137), three subjects required implantation of a second thv in the same procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.